Manufacturer narrative:
The customer¿s report that allegedly ten pcu modules will not power on was confirmed on 8 of the 10 received keypads. External and internal inspection was performed. During external inspection, the keypad was observed to be in good condition with no irregularities observed. During internal inspection of the keypads that failed, crack damage was observed on the keypad ribbon/traces. Fluid ingress was also observed on the keypad traces. The front case keypads were connected to the cad pcu test fixture for functional testing. 4 out of 4 keypads failed to power on via the power on button and the light indicator did not turn on. After powering on through the test fixture, all other keys functioned as intended. 3 out of 6 keypads failed to power on via the power on button and the light indicator did not turn on. After powering on through the test fixture, all other keys functioned as intended. 1 out of 6 keypads all keys functioned with the exception of s6, 1, 4, 7, clear, silence. 2 out of 6 keypads all keys functioned as intended. The root cause was determined to be electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were returned for investigation.

Event description:
It was reported that allegedly ten pcu modules will not power on, and therefore, the front case keypads of the ten pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly ten pcu modules will not power on, and therefore, the front case keypads of the ten pcu modules will be replaced. There was no reported patient involvement.